Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specification a prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the adc freestyle libre sensor spontaneously detached on day 8 of wear. Additionally, on (B)(6)2019, the customer experienced headaches and had contact with an hcp who diagnosed her with hyperglycemia and treated her with 2 units of insulin (type unknown) and an unspecified pill for sleeping. Blood glucose results of 258mg/dl and 300mg/dl were reported on an unspecified device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor spontaneously detached on day 8 of wear. Additionally, on (B)(6) 2019, the customer experienced headaches and had contact with an hcp who diagnosed her with hyperglycemia and treated her with 2 units of insulin (type unknown) and an unspecified pill for sleeping. Blood glucose results of 258mg/dl and 300mg/dl were reported on an unspecified device. There was no report of death or permanent injury associated with this event.